Event description:
The customer's mother reported via phone call that the customer received a button error alarm. The mother stated they have removed the battery, but the alarm persisted. The customer's blood glucose was 32 mmol/l. The customer's blood glucose was treated with a manual injection. The mother reported the insulin pump may have been exposed to moisture. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.